Event description:
It was reported that the patient underwent spinal cord stimulator (scs) lead revision procedure wherein the lead was adjusted and remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7102303. UDI: (B)(4).